Event description:
A report was received that the patient was experiencing pain and swelling at the pocket site after undergoing a radiofrequency procedure. The patient was prescribed keflex. Additionally, the patient was prescribed endone, mersyndol, and valium for muscle spasm.

Manufacturer narrative:
The device involved in the complaint was not returned to bsn, as the patient remains implanted.